Event description:
Boston scientific received information that during a procedure to reposition the competitor right atrial (ra) lead, it was suspected the right ventricular (rv) lead was damaged with electrocautery. It was indicated that the lead would not pace at 5v at 0.5ms. This patient was not pacemaker dependent. Additionally, impedance measurements decreased below 200 ohms. As a result, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.